Event description:
A facility reported a cerelink monitor (ID: 826820p) suddenly shut down an won't turn on again while monitoring a patient in the intensive care unit. The monitor was removed and monitoring stopped since the patient had stable icp for several days. There was a delay in patient care for more than 30 minutes due to monitor failure, however no patient injury/consequences reported.

Manufacturer narrative:
The product was evaluated at the customer facility on 24mar2026 as a field service: DHR - no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the digital board was faulty and needed to be replaced. The complaint can be confirmed. Root cause - evaluation identified that the digital board is defective causing startup failure. A corrective and preventative action (CAPA) was initiated. As a correction, digital boards are being replaced on applicable units.